Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with defibrillation electrodes. The customer states a pt came into the emergency room at (B)(6) in cardiac arrest. They applied defib electrodes on a pt and they successfully delivered the shock, then one of the lead wires melted causing the wire to break. The customer further stated that the pt was not injured from this incident and the defibs were not replaced because the pt did not need them. The customer further stated that 18 hours later the pt expired of other complications not related to this incident.

Manufacturer narrative:
Submit date: 04/18/2013. An investigation is currently underway. Upon completion, the results will be forwarded.